Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the left side frame is broken at the weld at the side frame and back cane connect. Dealer is stating that the unit is split in 3 directions.